Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the device was in backup vvi. It was suspected that there was telemetry issue. An abbott representative was contacted, and it was determined that the bvvi issue is due to device being on the edge of telemetry with the patient¿s home monitor. There was no issue with telemetry and the device was restored to normal function by reprogramming to its original settings. The patient was in stable condition.